Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted a broken ar-4020c-07. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone preparation and/or prying/leveraging the screw during insertion.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was provided on 09/26/2025 where it was reported that this event occurred during an ankle arthroscopy and tendon transportation on (B)(6) 2025. At the time of insertion inside the tunnel, the device broke. An instrument was used to prepare the bone. All fragments were retrieved from the patient. Another ar-4020c-07 was used to complete the procedure. There was no delay in the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-4020c-07 fastthread¿ biocomposite¿ interference screw broke. This occurred during use. There was no additional information provided, and additional information has been requested.